Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a loss of stimulation coverage from his scs system following a fall around (B)(6) 2016. In turn, the patient was unable to establish communication between his ipg and charger. The sjm representative met with the patient and confirmed the ipg was unable to communicate with any external devices. The patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure.